Event description:
Alleged the patient was found out of the bed and on the floor. The facility thought the bed exit was set, but did not hear an alarm. The patient had to be revived due to the bipap machine coming off after exiting the bed.

Manufacturer narrative:
The technician investigated and found the bed's communication cable was not connected to the nurse call system, and the local alarm was turned off on the bed. The product did not malfunction and was operating within specification.